Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe high blood glucose after pausing ilet insulin delivery during a g7 sensor issue that progressed to a sensor failure, then turning the pump off and resuming insulin the next morning with a new sensor; the device type was ilet and no specific component was implicated. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.